Event description:
It was reported that a patient presented remotely via merlin. Net, the implantable cardiac monitor (icm) exhibited under sensing. The icm sensing was reprogrammed. The patient was stable throughout.